Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra aortic balloon pump (iabp) had touch screen malfunction. Patient information is unknown. A getinge field safety engineer (fse) was dispatched to evaluate the unit. Upon initial inspection verified that there was no physical damage to the display or touchscreen. Did notice that screen would intermittently required several touch inputs to select icons on the screen. Cleaned the touchscreen to remove any debris. Performed touchscreen calibration. Verified that the touch inputs were much improved after calibration. Performance of the touchscreen improved as well. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer. Replaced an additional battery pack due to 4 year interval.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a non responsive touch screen.